Event description:
On 10/29/08, gore became aware that this patient expired in 2007. Further investigation found the following: in 2005, this patient was treated for a thoracic aortic aneurysm with gore tag thoracic endoprosthesis. In 2006, a reintervention occurred to treat a distal type I endoleak whereby another gore tag thoracic endoprosthesis was implanted at the distal end of the existing graft. The endoleak was resolved. Patient was last seen 2007, and reported to be doing fine with no sign of endoleak or further complications. Physician was unaware of patient's death. No other information was provided by physician. Further investigation is necessary.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.